Manufacturer narrative:
The insulin pump had blank display due to battery tube connector not plugged in properly into interface board. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 200mg/dl. Advised insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).